Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6), +18.0d) was explanted due to lens dislocation. It was additionally reported that the patient was noted to have retained fragments of the natural crystalline lens.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).